Manufacturer narrative:
H2: please note that sections d3, d4, and h4. Have been updated at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of previous patient records noted that as of (B)(6) 2019, the patient reported they experienced a reduction in stimulation feeling when their battery recharge level was around 30%. It was further reported the decrease in stimulation feeling happened gradually when the battery was below 30%. This issue had occurred twice for the patient, two weeks after implant. The patient later reported on (B)(6) 2019 that their ¿stimulation sensation was maintained even when the battery was below 30%¿ at that time. The patient¿s physician noted this could be because the leads were stable since it was one-month post-surgery. The patient had ¿good coverage with the therapy¿ as of (B)(6) 2019. Additional information received on (B)(6) 2019 noted that upon further investigation, the patient reported their stimulation was reduced, but not stopped totally. Upon checking the patient¿s charging graphs, it was found that there had been days where she had charged her ins up to 90% and twice up to 100%. The patient was further educated on battery charging and the proper way to do it at that time; the patient was noted to be ¿ok so far¿ as of (B)(6) 2019. There remained no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their stimulation went off when the battery hit 30%. The patient ¿stated that stimulation goes off totally.¿ additionally, it was reported the patient¿s battery did not charge beyond 80%. The patient stated the max she could charge the implantable neurostimulator (ins) to was 80% and that it would never hit 90% or 100%. No further complications were reported or anticipated.